Event description:
Customer reports that while in the hospital she had insulin pump and sensor on when she had an MRI. Customer reports to have been hospitalized due to low blood pressure and blood glucose dropped in the 40 mg/dl and 50 mg/dl. Customer's blood glucose at the time of call was 389 mg/dl. Customer was still in the hospital at the time of call. Customer was advised that sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used enlite sensors were tested and they passed per specifications with accurate readings.